Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported; the device was unable to be interrogated using bluetooth (ble) telemetry following the implant of the device. The patient returned to clinic and the device was again unable to be interrogated using ble. The device was explanted to resolve the event.

Manufacturer narrative:
The reported event of unable to interrogate the device was confirmed. Based on the information provided, it was determined that the programmer was able to discover the device, but was unable to connect due to system time out errors. The device appeared to have a very weak ble signal.the reported ble telemetry issue was confirmed. The device was above the elective replacement indicator (eri) upon receipt, and the initial interrogation was normal. Further bluetooth communication testing showed that the device was unable to maintain a bluetooth connection within the specified distance, consistent with a hybrid integrated circuit anomaly. A longevity assessment was completed, and the device was operating within the normal range with appropriate remaining longevity.